Event description:
Reporting status: serious injury - permanent impairment. Reporting rationale: stent remains in patient. Device issue: stent dislodgement. It was reported that the stent dislodged, and possibly remains in the patient. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.